Event description:
Patient was placed on ventilator at 40% oxygen. After 25 hours of being on vent, staff discovered that oxygen was not plugged in and there had been no "low oxygen pressure" alarm. No patient compromise noted, patient tolerated 21% oxygen.